Manufacturer narrative:
(B)(4). The device was returned to baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during evaluation. Evaluation found the downstream sensor readings to be too high due to the downstream pusher being shimmed too tightly causing the reported symptom. The pusher spacing was adjusted to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no patient involvement.